Manufacturer narrative:
Customer reports proper cleaning methods adhered to as well as routine controls run. Customer dissatisfied with hcg test performance but continues to run instrument for urine test strips without complaint. Customer is returning hcg lot to MFR for eval.

Event description:
Hospital reported two false positives on pt urine sample. Serum hcg tested negative. One pt's promeatrim treatments were delayed until serum result were obtained. The pt's treatment was not affected by the urine test result. No treatment was provided or denied prior to the ultrasound test.